Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that since (B)(6) 2018, the patient was having issues with the ins and were in extreme pain. It was explained that the ins had surfaced and was pushing through their skin along with the wires. It was clarified that the wires were not through the skin but they could see everything. They had tried to pursue getting the device taken out, but none of the doctors they spoke to wanted to touch her. They were redirected to see a doctor and physician listings were provided. Additionally, the patient was transferred to speak to someone in legal. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was the patient (pt) had their ins replaced because their ins battery failed in (B)(6) 2020. Pt noted something went wrong during the surgery and the pt wanted their ins explanted but the pt could not find a pain management doctor to help so ps agent requested assistance from mdt. Pt wanted the ins out and to start from scratch.

Event description:
Additional information was received from the rep. It was reported that patient recently had an ins revision a couple months ago. Caller mentioned that patient is not the most compliant in regards to charging ins, so as a precaution, rep performed trickle charge at time of revision to ensure ins had enough battery to do intraop testing. The caller requested literature for the patient. No further complications were reported. Additional information was received from the rep. It was reported that doesn't recall when he was made aware of the revision. Originally, rep was told that they were only covering a pocket revision case. The case occurred on (B)(6)2020. The device was confirmed to be in overdischarge when they interrogated. Rep met with the patient for the first time on the day of the procedure, 4 hours before the scheduled case time. Rep did not recall the patient mentioning pain resulting from the location of the stimulator and leads prior to the revision. Patient never mentioned a resolution of pain after the revision either. The primary issue she mentioned to rep was charging, which she understood was the direct result of her lack of charging compliance over the past year. Patient's weight at the time of the revision was unknown. The patient does not have a managing pain doctor at this time. When rep spoke to the patient last, she was beginning the process of moving and was planning to seek out a new managing pain physician once settled. The provided information was confirmed with the physician/account. No further complications were reported. Additional information was received from the rep. It was reported that he was not aware of any device issues prior to the surgery. He was only asked to cover the case where the pocket will be moved from one place to the other and was elective/patient wanted it. The field does not work with this hcp often. The hcp wanted the rep to be there to check connectivity/provide product support, in case they had to remove or reseat the leads for any reason, which never happened. Rep confirmed that the revision was not for the od/trickle charge and was not aware of any device/therapy issues prior to the day of the revision.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.